Manufacturer narrative:
The field service representative determined there was possibly a dilution error or an issue with the sample handling. He performed a precision check with patient samples and ran performance testing that passed. He found the instrument was not level which caused the sample probe to not pick up enough sample material. He leveled that instrument. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Quality control results prior to and after the event were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result from the cobas e 411 disk analyzer. The original result was 291.30 ng/l with a data flag and was reported outside of the laboratory. A new sample was collected three hours later and the result was 23.74 ng/l. Both samples were repeated and the result from the original sample was 24.24 ng/l with a data flag. The result from the second sample was 23.74 ng/l with a data flag and 23.89 ng/l with a data flag. The repeat result was believed and a corrected report was issued. The reagent lot number was 490881. The expiration date was requested but was not provided.